Event description:
It was reported to medtronic minimed that the customer experienced issue related to frozen pump screen and keypad anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was advised for the replacement of the product. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceed with the following testing to assure proper functionality of the unit. Upon battery installation, an unexpected pump error 55 was noted followed by a critical pump error (open book) image. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The pump diagnostic trace (pdt) tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. The pdt tool reveals that pump error 55 alarm was found on 02/25/2026 13:14:53.000, file number = 39 , line number = 688. Per software engineering log investigation, it was determined that pump error 55 (internal flash crc) was generated on main mcu since the factory parameters crc was not valid, (hw anomaly). Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture or damage was found on electronic assemblies. Pump error 55 (main mcu) fault is the primary cause of critical pump error (open book image) alarm. Problem isolated to electronic assemblies. Cosmetic damages were found on the pump, this includes: cracked lcd window, scratched case, stained keypad overlay, and pillowing keypad overlay. In conclusion, the unit came in with critical pump error alarm triggered by pump error 55 (hw anomaly). Costumer concern for frozen screen was not confirmed due to open book. Keypad anomaly was unable to be tested due to open book. Problem isolated to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.